Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful device deployment, as the knot was being advanced to the arterial surface with the knot pusher, the knot pusher became caught on a fascial band. A general surgeon widened the skin incision with "mosquito hemostats and used her finger to manipulate the knot pusher off the fascial band that it was suspected to have caught on. A cut down into the subcutaneous tissue was not performed. The patient is overweight and had significant subcutaneous fat that contributed to this issue. There was mild oozing of blood from the site as a result of the surgeon's manipulation; however, hemostasis was obtained with the proglide. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the distal end of the suture trimmer appeared normal. All the functional parts were checked and passed successfully. There was no abnormal observation with the condition of the returned suture trimmer knot pusher that could have contributed to the reported complaint. Based on the investigation findings, a root cause could not be determined. It was reported that the patient was overweight and had significant subcutaneous fat that contributed to this issue. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.